Manufacturer narrative:
Electrode belt sn (B)(4) was received and evaluated at the distributor. The reported problem (adjust belt alarms) was confirmed during the distributor evaluation. Upon evaluation the electrode belt ECG "c&d" and ECG "a&b" cables were cut, damaging wires in the cables. The root cause for cut cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was causing frequent adjust belt alarms.